Event description:
It was reported that during first device interrogation after implant, dislodgment was observed on the right ventricular lead. Patient was asymptomatic. The lead was repositioned on (B)(6) 2017 and remains implanted. Patient was in stable condition before, during and after the procedure.